Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a staphylococcus infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the pocket was opened and flushed. The patient was administered oral antibiotics.

Event description:
Additional information indicates the infection has been resolved.